Manufacturer narrative:
The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor aspiration of the irrigation/aspiration (I/a) tip during a surgical procedure. The surgery was completed after replacing the product with a new one. There was no patient harm.